Event description:
Per received report: the procedure was coil embolization of va top that was not calcified and mildly tortuous. During the procedure, the physician found that the system ready light did not illuminate and could not detach the 1st coil ((B)(4), complaint product) although pressing the detachment button for several times using a cable ((B)(4), complaint product). A pre-deployment electrical check was performed and no defects were noted at that time. After replacing both the cable and dcb, he tried to detach the same coil but the result was unsuccessful. Then, he replaced the cashmere for a new unspecified micrus coil and tried to detach it using the 1st cable, but still unable to detach it. When he replaced the 1st cable for the 2nd cable, he was finally able to detach the new micrus coil. Afterwards, some galaxy coils were placed and the procedure was completed with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable and dcb by visual inspection. There were no damages noticed on the complaint product after the event. Only the first cashmere is going to be returned for evaluation.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Note: this file is being submitted to correct the previously submitted file. The previous submission indicated the type of reportable event was "serious injury". This correction is being submitted to change it to "malfunction".

Manufacturer narrative:
During a coil embolization of an aneurysm at the top of the vertebral artery without calcification and mildly tortuous the "system ready" light did not illuminate and the first coil, a cashmere ((B)(4)), could not be detached despite pressing the detachment button for several times using a connecting cable ((B)(4)). A pre-deployment electrical check had been performed and no defects were noted at that time. After replacing both the cable and dcb, he tried to detach the same coil but the result was unsuccessful. Then, he replaced the cashmere for a new unspecified micrus coil and tried to detach it using the 1st cable, but still unable to detach it. When he replaced the 1st cable for the 2nd cable, he was finally able to detach the new micrus coil. Afterwards, some galaxy coils were placed and the procedure was completed with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils, cable or dcb by visual inspection. There were no damages noticed on the complaint product after the event. Only the first cashmere is going to be returned for evaluation. No additional information is available. The device positioning unit (dpu) failed electrical testing. Based on the analysis of the returned device most likely root cause of the microcoil system to pass the pre-deployment electrical check and its failure to detach the coil inside the aneurysm was due to a fracture of the solder junction inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. However, based on the report that there were no defects during the electrical check prior to use, it is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The failure to detach was confirmed with functional testing. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.